Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited battery performance issues, with the charge indicator showing approximately two-thirds capacity on the charger and dropping to about one-third immediately after removal, consistent with battery depletion and a charging/retention malfunction. Symptoms included no reported adverse health effects, no hypoglycemia, no hyperglycemia, and no alerts or alarms. Outcomes included no medical intervention and no hospitalization. Investigation included review of device engineer logs and data synchronized via the mobile application. Investigation of this device revealed findings consistent with a defective or degraded battery component affecting power retention, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was component failure related to the power system.